Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion consistently at 20-21 psi (pounds per square inch) and failed to alarm for upstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "the downstream occlusion consistently fails at 20-21 psi" was not reproduced. The device was tested for downstream occlusion detection and passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the force sensor which was found out of calibration and higher than intended range. The force sensor requires calibration to correct the reported problem. During functional testing, the reported problem "upstream occlusion is very delayed and failed to alarm once" was not reproduced. The device was tested for upstream occlusion detection and passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor which was found out of calibration and failed to calibrate. The ultrasonic sensor requires calibration to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.